Event description:
During a laparoscopic total proctocolectomy with end ileostomy procedure, surgeon noted that small pieces of the plastic covering of the grasper had come off. The surgeon did retrieve the pieces.